Manufacturer narrative:
H3, h6: the system was serviced in the field and no fault was found. The system passed system checkout and was functioning as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact on patient outcome.

Manufacturer narrative:
H3, h6) software data was received for analysis. Analysis concluded the exams reviewed were loaded with the warning, "restricted use", because the slice thickness was smaller than the slice spacing. It was noted the slice spacing was greater than 5 millimeters (mm) and the exam was restricted from the use in the task of manual registration. Additionally, the other exams were also loaded with the warning, because the slice thickness was smaller than the slice spacing. It was noted that the slice spacing waas greater than 2 mm. One plan data was found and registration was performed with an error metric of 1.4 mm. Some points were found under the skin. Logs captured there were three session on the date of issue. The site used 'biopsyoptical' procedure and performed registration using 'touch_trace' type of registration with an error metric of 1.5 mm. There was no abnormality observed related to the reported behavior. It was suspected that an image protocol issue might have caused the reported behavior. Apart from that, however, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, b01, c1 9, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0 h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was not receiving any registration feedback during point or trace registration (green boxes, minimum trace bar movement). Registration did pass at a 3.0 millimeters (mm) metric but the surgeon claimed that it was not reflective of true accuracy. There was troubleshooting present. It was reported that the site switched between trace and touchpoint registration, which they also performed both simultaneously, and there was no change. A hard restart of the system and redownloading scans also did not resolve. There was no known impact to patient's outcome and surgical delay was reported as less than one-hour.